Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2013, the lay user/ patient contacted lifescan (lfs) alleging her onetouch ultrasmart meter read inaccurately high. The medical surveillance specialist (mss) spoke with the patient on (B)(6) 2013 and obtained the following information. The alleged issue began on (B)(6) 2013 at 5:21pm. The patient obtained a blood glucose result of ¿457 mg/dl¿ with the subject meter. The patient manages her diabetes with insulin (type/ amount not specified). Based on the alleged result, the patient reportedly increased her usual dose of insulin (4 units). After, the patient claimed she felt symptoms of sleepy, tired, sweaty, headache and ¿awful.¿ the patient reportedly obtained a result of ¿54 mg/dl¿ with the subject meter at the onset of her reported symptoms. The patient drank cranberry juice as treatment and felt better about 10 minutes after. At the time of troubleshooting, the cca noted the subject meter was set to the correct unit of measurement and an approved sample site was used for testing. Quality control testing was performed which tested outside of specifications. Replacement products were sent to the patient. This complaint is being reported because the patient claimed she obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of serious injury after the alleged meter issue began.